Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a decrease in r-wave amplitude was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine after the event.